Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000194, lot/serial #: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that the performed system checkout. System functions as designed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that after acquiring an initial spin without issue, the site moved the gantry up for localizer shots in the superior portion and then attempted to acquire another 3d spin but the system displayed "3d mode disabled navigation connected but not ready" and the scan was not able to be transferred. This issue occurred intraoperatively and caused 10 minutes surgical delay. There was no reported impact on patient outcome. Troubleshooting stating that the manufacturing representative (rep) went into the instruments tab and back into image acquisition and the "patient is being scanned" message disappeared and all 3 green bars were displayed. The imaging system pendant showed the stealth camera with a green checkmark and displayed "navigated spin" enabled. Rep attempted spin again 2 more times and the issue reoccurred both times. Rep rebooted both the navigation system and imaging system, issue reoccurred. Rep swapped from handswitch to footswitch and the issue was resolved.